Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked and bleeding lcd glass, cracked reservoir tube lip and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a crack on the screen. It was sated that the crack is on the top left hand corner of the screen. Blood glucose value is 8.5 mmol/l. Nothing further reported.